Event description:
Customer reported that during the incoming inspection, this board was found to display low battery when brand new batteries were installed. Customer tried recharging the batteries but there was no improvement. Customer then used good known working batteries and was able to replicate the reported problem.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. During service, the pdb (power distribution board) was found working intermittently so the pdb and the battery cable were replaced as a precaution. No adverse event was reported.